Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to the mfe top shields on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The suspect analog board was returned to zoll medical corporation, however during testing the reported fault could not be duplicated. Root cause could not be determined to the shields. The analog board was scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.